Manufacturer narrative:
(B)(4). Final device analysis revealed no anomaly found - normal device function.

Event description:
It was reported the patient experienced pain at device site. It felt like it was rubbing on a muscle. The device was implanted in her upper right buttock. The patient reported that pain had gotten increasingly worse. The pcp had tried injections and suggested physical therapy, but it did not help. The hcp opted to move the device more medial of the initial implant site and replaced with a smaller device. The new device was reprogrammed to optimal settings. The patient recovered without sequela.